Event description:
A home patient (hp) contacted baxter's technical service center regarding a homechoice (hc) therapy and had a question on tidal therapy. The hp stated that in fill 5/6 and 6/6, she was too full. Per initial report, baxter's technical service representative (tsr) assisted the customer during the initial contact. No patient injury or medical intervention was indicated at the time of the initial report. The hp's fill volume was 2160ml with a drain volume of 3900ml. The device was returned for evaluation.

Manufacturer narrative:
(B) (4).